Event description:
During follow up with the dialysis facility clinical manager (cm) for a related event, it was reported an additional patient complained of headache and chills approximately 30 minutes into her hemodialysis treatment. The treatment was terminated and the patient was sent to the hospital. There were no reported machine alarms. She was admitted and diagnosed with hypernatremia, treated, and discharged home. She continues on hemodialysis. The machine was removed from service for evaluation by the facility biomedical technician (bmt). The bmt reported he found nothing wrong. The cm reports the machine was pulled and evaluated by a fresenius regional equipment specialist.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing patient medical records and treatment data information regarding the reported event of hypernatremia with hospitalization. A supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
No parts were returned to the manufacturer for investigation and the failure mode cannot be confirmed. However, the machine was evaluated in a field. It was found the acid and bicarb tubing were reversed and the conductivity cell was calibrated to bypass alarms by clinic personnel. Also, there was a leak at the acid concentrate connector handle. The clinic staff failed to test the conductivity with an external meter as outlined in the instructions for use, prior to the patient's treatment. Repair was declined by the user facility. The post market surveillance department reviewed medical records and a clinical investigation was performed. The patient with end stage renal disease on hemodialysis developed headache, blurred vision, sleepiness, nausea, vomiting, and chills during hemodialysis and was found to have hypernatremia and metabolic encephalopathy secondary to electrolyte imbalance in the hospital. The medical records state the hypernatremia began after dialysis began, which indicates the elevated sodium level was likely due to sodium overload. Clinically, the patient had no source of external water loss or renal water loss, given the patient had no diarrhea, excessive exercise or seizures. The device was found to have conductivity issue. The acid and bicarb tubing were found to be reversed and the alarm was bypassed by the facility personnel.

Event description:
Dialysis treatment (B)(6)2014: dialyzer: 160nre optiflux. Dialysate composition: 2.0k, 2.5ca, 1.0mg, 100 dextrose, sodium: 137, bfr: 400. Estimated dry weight 73.50. Bicarb machine setting: 35. Blood volume processed: 96.